Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Adr reported information: the patient(B)(6) was diagnosed with diabetes mellitus and the doctor ordered a subcutaneous injection of insulin. When the nurse was drawing insulin for the patient, the nurse found that the stopper of the insulin syringe had melted, resulting in inaccurate insulin drawing and affecting the patient's blood glycemic lability. The nurse replaced the insulin syringe to draw the liquid. Call center confirmed with the customer on august 30th: confirm that the stopper has melted and deformed. The material code is 320310, the product sales date and supplier were not clear, have a picture and no samples, no customer response is needed. Sample availability: yes, sample availability details: picture/video only.